Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-23019, related manufacturer's reference number: 2017865-2021-23022. It was reported the patient presented in the hospital. Upon observation it was found the patient had growth on their tricuspid valves, and the patient tested positive for bacteremia. The patient's implantable cardioverter defibrillator, right ventricular lead, and left ventricular lead were explanted. The patient was reported to be recovering.